Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2020 due to high blood glucose of 900 mg/dl. The customer was hospitalized for three days and does not recall the treatment given while hospitalized. It is not known if the insulin pump was in auto mode at the time of event. Customer reported of not wearing the insulin pump at the time of phone call on (B)(6) 2020, but it was not clear if the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for failure analysis.